Manufacturer narrative:
The following information has been corrected: a.2. Date of birth: (B)(6) 1981. A.2. Age at time of event: 39. A.2. Age unit: years.

Event description:
It was reported that 4 syringes 3ml ll 200 s/c experienced leakage at the connection site which was noted during use. The following information was provided by the initial reporter: material no. 309657, batch no. 8344622 complaint 1 of 2 1. Description of issue: customer reported syringe leaked from threads where needle/syringe screw in together (occurred with both needle and syringe as customer unable to determine which one had the issue)this occurred with 4 in total. Bg: 120 mg/dl 2. Number of occurrences: 4 3. Did the customer insert the needle into the cartridge and encounter fill resistance?o no. Proceed to step 4. 4. Item number ¿ 3 ml syringe ¿ 309657. 5. Product lot number: (syringe: 8344622). 6. For bd product only, are samples available for investigation?o no. 7. Did issue cause any injury? If yes, what type of injury? No 8. Medical intervention needed? No 9. Resolution: customer declined bd follow up for returning product. Customer used another syringe/needle after these issues and was able to use supplies successfully and load pump to resume insulin. Distributor sent replacement supplies. Customer acknowledged and was satisfied. No further distributor follow up is required. 10. Note: product category = needle/syringe issue.

Manufacturer narrative:
Initial reporter occupation:(B)(6). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 4 syringes 3ml ll 200 s/c experienced leakage at the connection site which was noted during use. The following information was provided by the initial reporter: material no. 309657, batch no. 8344622. Complaint 1 of 2 description of issue: customer reported syringe leaked from threads where needle/syringe screw in together (occurred with both needle and syringe as customer unable to determine which one had the issue)this occurred with 4 in total. Bg: 120 mg/dl number of occurrences: 4. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number 3 ml syringe 309657 product lot number: (syringe: 8344622) for bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? No resolution: customer declined bd follow up for returning product. Customer used another syringe/needle after these issues and was able to use supplies successfully and load pump to resume insulin. Distributor sent replacement supplies. Customer acknowledged and was satisfied. No further distributor follow up is required. Note: product category = needle/syringe issue.